Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and received with flat batteries. Voltage could not be recorded as meter would not turn on. Retain batteries gave a voltage of 3.080 v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the, fa16may2006 letter.